Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The lead was damaged when received. Final analysis found damage in the field was consistent with explant damage. The damage would account for the pacing and sensing problem reported from the field.

Event description:
It was reported that at implant the atrial lead was damaged and exhibited no capture or sensing. Another lead was used.